Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2017. The patient manages her diabetes with metformin pills and lantus insulin and the reporter stated that on (B)(6) 2017 the patient increased the dose of her lantus insulin to ¿2 shots per day¿. The reporter stated that on (B)(6) 2017 the patient developed a symptom of ¿infection¿ and that on (B)(6) 2017 she was admitted to an emergency room (ER), where she had her blood glucose tested on an ER meter which gave a result of ¿356 mg/dl¿ and she was treated with an unknown dose of insulin. During troubleshooting the cca noted that it was not the first time the patient had used the product and there was no apparent misuse of the device. The patient had followed the correct testing procedure and the error did not appear when the power button was pressed. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.